Manufacturer narrative:
Results: frayed power cord, worn gill brake plate kit.

Event description:
It was reported by service report that the power cord was frayed, and the brakes were not holding. No patient involvement or adverse consequences were reported.